Event description:
Boston scientific crm received information that this atrial lead dislodged one year post implant. The physician tried to reposition the lead, but the helix would not retract. It was noted that as the physician would turn the fixation tool, the helix would not extend or retract in either direction. The lead was explanted and replaced with a new atrial lead. No adverse patient effects were reported.